Event description:
Nurse removed inline suction catheter on vent and placed on the patient, but failed to remove the cap leading to his arrest. Reported to halyard who submitted report to (B)(6). After a root cause analysis of the situation, we felt that had the cap been red or if it stated "remove for t piece" it might have signaled to the nurse or drawn attention to the cap and prevented the human error.